Event description:
A malfunction was reported, with specific malfunction code details indicating an issue with the pump. The customer's blood glucose reading at the time was 16 mmol/dl. The pump's malfunction code was resettable, but the issue recurred, leading to a pump replacement. Customer support provided instructions on resetting the pump and arranged for a replacement. The customer acknowledged the steps for returning the problematic pump and was instructed to use multiple daily injections as a temporary backup therapy.